Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found a defect in the pdu fan tray and dcps (power distribution unit), due to defective 24v power supply. The defective power distribution unit was returned for analysis, and it confirmed that the 24v power supply was not working. To resolve the reported issue, the fse replaced the pdu fan tray and dcps (power distribution unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.